Event description:
Drain being removed from pt by physician (neuro surgeon) post-laminectomy and plastic drain tubing snapped off in pt back - required emergency surgery to remove remainder of drain and extra day length of hospitalization.